Event description:
Per the clinic, the patient experienced an infection at implant site. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (type, date and duration not reported) and the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device on (B)(6) 2025